Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run alarm. Settings reviewed and confirmed. Tubing clamped, pump powered off and cassette removed. No air in line reported. Tubing massaged, green flow stop pressed to allow flow of fluid and cassette tapped on firm surface. Cassette attached and upon restart, alarm returns. Process repeated and alarm persists. Patient not affected. Rv: 92.3, rate: 2.5, given: 22.7. No further information available.